Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low impedances post atrial flutter ablation. The lead was programmed off.